Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unsure of location') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal), type: yeast, uti "), urinary tract infection ("infection (bladder/urinary tract/vaginal), type: yeast, uti "), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), mood swings ("hormonal changes describe: mood swings") and tooth disorder ("dental problems"). The patient was treated with surgery (supra cervical hysterectomy (uterus only)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, urinary tract infection, female sexual dysfunction, migraine and tooth disorder outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, migraine, mood swings, tooth disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: duplicate case found for same patient. All the information, source document and references of deletion case ((B)(4)) transferred into retention case (B)(4). New reporter were added. Event injury to herself replaced and new events-migration of essure device location of device: unsure of location, lower abdomen pain,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal), type: yeast, uti, apareunia (inability to have sexual intercourse), migraines / headaches, hormonal changes describe: mood swings, dental problems were added. Patients dob was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unsure of location') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal), type: yeast, uti "), urinary tract infection ("infection (bladder/urinary tract/vaginal), type: yeast, uti "), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), mood swings ("hormonal changes describe: mood swings") and tooth disorder ("dental problems"). The patient was treated with surgery (supra cervical hysterectomy (uterus only)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, urinary tract infection, female sexual dysfunction, migraine and tooth disorder outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, migraine, mood swings, tooth disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.